Event description:
During ffr of the mid to distal lad, a prestige primewire became kinked in an angiosculpt balloon catheter. The whole system, including the balloon catheter and primewire was removed together as a single unit. An alternate wire and balloon catheter were used to complete the procedure. The procedure was successful with no adverse events. The patient was discharged as originally scheduled.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the returned primewire prestige 8185 guidewire (gw) was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported event. To date, this is the only reported instance of this failure mode within this lot. A portion of the gw still stuck in a portion of the balloon catheter was returned for evaluation. Both the gw and catheter had been intentionally cut proximal to the binding site as evidenced by crimp marks. Upon visual inspection, the proximal coil was found to be severely curled over on itself. This may occur when the gw experiences a series of stretching and compression movements which can cause the core wire to curl. No stretching of the external coil was observed. The outer diameters of the wire on both the proximal and distal sides of the balloon were found to be within specifications. The gw was bent at a 90 degrees angle where the gw exits the catheter. The returned angiosculpt balloon catheter was visually inspected and the guide wire exit port was stretched and torn approximately 1 mm. The gw was observed through the clear catheter monorail and no kinks in the gw were observed. The most reasonable explanation for the binding between the gw and catheter is that the catheter exit port stretched as a result of handling and entrapped the gw. The IFU states "never advance, torque, or retract a guide wire which meets significant resistance." The user followed the IFU and removed the system together as a single unit. There was no patient injury or adverse event.